Event description:
The report states that the instrument did not seal bilaterally. There was no regrasp alert, but an end tone, indicating a completed seal cycle. Tissue was fused but not completely so the surgeon completed the procedure with sutures. There was no pt injury.

Manufacturer narrative:
The cord had been cut off the device by the site but was spliced back on to perform testing. The incident was evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue, and all seal cycles were completed satisfactorily. (See scanned pages).